Event description:
It was reported the perfusionist that the intra-aortic balloon (iab) was prepped per instruction. The side arm sheath was inserted and when the md was advancing he iab into the sheath it became stuck. At a result, the iab and the sheath were removed as one unit. Another iab was inserted using the sheath without the side arm. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.